Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump activated its threshold suspend feature due to a blood glucose of 34 mg/dl. The customer treated by drinking juice. No further details were given regarding the low blood glucose incident, and no products were returned or replaced.